Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that they were unable to replicate the rtm getting hot. There was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported for the past several days, "batteries low" displays on their controller when attempting to charge their ins. Pt also stated it's been taking much longer to charge their ins than usual. Information was received from a patient on (B)(6)2021 who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was getting message on the controller, batteries empty cannot continue recharge the controller yesterday and the controller went blank. Patient stated she was able to charge up her implant. Patient mentioned getting software problem but not sure what other information. Patient services (ps) assisted patient with resetting the controller, after resetting, the controller is charging while plugged into the outlet with green light flashing, controller screen showed controller empty, recharging. Ps reviewed information and device function. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned the recharger was replaced. No symptoms were reported. Additional information was received on (B)(6)2022. It was reported that they were still receiving the same error message previously documented even after receiving the recharger (rtm) replacement. Pt said it had been taking them a long time to charge, and they were not seeing a charge quality listed when charging. An email was sent to repair for controller replacement (pt said pins in battery compartment did not looked even; 2 of them looked lower than the rest). Pt may call back for assistance setting up controller. Pt mentioned on (B)(6)2022 they got the replacement controller and mentioned they got "system problem: cannot continue: call manufacturer: rm04" when they went to charge their ins after the controller was paired. Pt said the message disappeared and the ins was charging now; ins had charged from 60-70%. Pt also said, at first, they did not think the ins had successfully paired to the controller because they went to the "about" menu and the ins serial number was not reflected, but now, the pt went to the about menu and the ins serial number was listed. Patient services specialist suggested the pt monitor the situation and call back with any further issues. They l ater called back stating their replacement controller displays blue and red lines across the screen and their controller became unresponsive. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt) on (B)(6)2022. The pt reported that they had received the second controller and still having issues with charging the implant. Patient stated its taking forever to charge the ins and the screen is not showing good or excellent. Patient services (pss) asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the rtm gets warm near the paddle and cord area and there is little kinks in the area. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.